Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with unspecified symptoms. The cause of the peritonitis event was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dosage, route and frequency not reported) for peritonitis. The patient was admitted in the hospital for seven days. At the time of this report, the patient was still on antibiotics. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.